Manufacturer narrative:
Medical device expiration date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. There was no sample and/or photo of the affected product available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had molding defects. No serious injury or medical intervention reported.